Manufacturer narrative:
Concomitant medical products: PICC line, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a crack and leak at the filter of an IV set during an infusion of parenteral nutrition. The PICC line was capped with a maxplus. The parenteral nutrition was connected via a trifuse and a medline was capped with a maxzero. Although requested, additional event details are not available; there is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed for the concomitant product. The extension set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. No evidence of damage was observed. Visual inspection of the filter vent under magnification did not reveal any cracks or other obvious damage or anomalies. Functional testing was performed and droplets were observed flowing out of the filter¿s vent. The cause of the leak was a damaged filter vent membrane. However, the root cause of the damage is unknown. The suspect device was not returned for investigation.